Event description:
The pt in bed 6 died. The pt was being monitored with the following parameters: ECG, nibp, temp, invasive blood pressure, spo2. There was only visual alarming at central station and no sound. A nurse recognized this and went to the room. The pt had no blood pressure, but still had heart activity. The blood pressure valve shown at the monitor was 5/3 (systolic/diastolic) and there was no alarm at the bedside monitor. Reanimation was not successful.

Manufacturer narrative:
Preliminary testing of the device does not support that there was a malfunction. Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed.